Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0, ubd:- , UDI#:-, product ID: 9735740, version #: 2.1.0, ubd:- , UDI#:-, and product ID: 9736355, version #: 2.0.3, ubd:- , UDI#:- h2) please see section d4 for UDI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: software analyses were conducted for the booting issue and the instrument tracking issue. The software analysis for the booting issue found there was insufficient evidence to determine whether a software anomaly contributed to the that issue. Codes b01, c19, d15 are applicable. The software analysis for the instrument tracking issue found there was insufficient evidence to determine whether a software anomaly contributed to the instrument tracking issue. Codes b01, c19, d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736355, software version 2.03 and product ID: 9735740, software version: 2.1.0 UDI added. Sections d9, d10, h3, h6 are revised. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, (B)(4) (rep, hcp): medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system would power on, but was having issues fully booting up. Later in the case, it was reported that the instrument was intermittently not visible in the software. They had to wave the instrument in front of the camera for it to start working again.

Manufacturer narrative:
Continuation of d10: product ID 9735762, version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system would power on, but was having issues fully booting up. Later in the case, it was reported that the instrument was intermittently not visible in the software. They had to wave the instrument in front of the camera for it to start working again.